Event description:
Ous MDR - it was reported that during the implantation procedure this device most likely perforated the superior vena cava into the pleural cavity. No other adverse pt side effects have been reported. An open chest surgery was required to repair svc.

Manufacturer narrative:
Ous MDR.